Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected with an unspecified juvéderm® xc. The patient had a ¿tooth abscess¿ and now has a ¿big lump¿ at all the injection sites, such as under the eyes and forehead. The patient has been treated with antibiotics and steroids and has had cat scans and ultrasound performed, but the results were not available. The patent reported being on a ¿6-month journey¿ with this event. The event is ongoing.